Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ prn y adapter experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: after inserting the indwelling needle into the patient and performing infusion, the nurse found that there was blood leakage from the connected pipeline. She immediately stopped using the indwelling needle and replaced it on site. And feed back defective products to the equipment warehouse.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo and 1 video. 1)the photo shows that the sku is 383069, the batch code is 3108415. 2)the video shows that the connection between the extension tubing and the pp connector is leaking, but the specific site of damage cannot be identified. 2. DHR/bhr review(lot#3108415): 1)this batch of products were assembled at intima ii auto line 3 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Leakage test is carried out on the retained sample of this batch, and no leakage is found at the connection between the extension tubing and the pp connector. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. The leakage at the connection between the extension tubing and the pp connector is identified from the returned video. The root cause of the damage there cannot be determined as no defective sample is received. The plant will continue to track and pay attention to such defects. H3 other text : see narrative.